Event description:
(B)(6) clinical study. It was reported that vasospasm occurred. In (B)(6) 2010, the patient presented with diffuse precordial chest tightness and profuse diaphoresis. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. Subsequently, coronary angiography and the index procedure were performed. The target lesion was a de novo ostial lesion located in the first diagonal with 95% stenosis and was 10.0 mm long with a reference vessel diameter of 2.3 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 12 mm taxus® liberté® atom¿ stent, with 0% residual stenosis. However, following stent placement, vasospasm was noted and was treated with 400mcg of intracoronary nitroglycerin. One day post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).